Event description:
It was reported that a patient experienced a leak due to a loose connection, which resulted the patient making a use error, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient did not completely tighten the minicap onto the transfer set after pd therapy which resulted in a leak. Reportedly, the patient ¿reconnected the transfer set and did not use aseptic technique¿. At the time of the occurrence, the patient did not inform their pd nurse of the event. One day prior to the receipt of this report, the patient experienced bacterial peritonitis and was hospitalized for the event. The peritonitis was manifested by abdominal pain and cloudy pd effluent. On the same day, the patient began treatment for the peritonitis with ancef and cefepime (doses and frequencies not reported) intraperitoneally. The cause of the peritonitis was reported to be due to the break in aseptic technique further described as the patient not completely tightening the minicap onto the transfer set after therapy which resulted in a leak. On an unreported date, due to the peritonitis, the patient underwent surgery for pd catheter removal and dianeal therapy was withdrawn. The patient was discharged nine days after admission. The pd nurse reported she did know the recovery date for this peritonitis event. No additional information is available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The leak was reported to be caused by the patient not completely tightening the minicap onto the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to the user is to tighten the minicap onto the transfer set until fully secured. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.